Event description:
It was reported that during mca (middle cerebral artery) aneurysm embolization case, placed a non-stryker microcatheter to the place and then delivered the stent (subject device). When the stent (subject device) reached 10cm from the tail of the microcatheter, resistance was encountered and the stent (subject device) could not be advanced anymore. The operator tried to withdraw the stent (subject device) but it deployed unexpectedly in the microcatheter. The operator replaced it with a new device and continued the procedure without any clinical consequences to the patient.

Manufacturer narrative:
The device is not available to manufacturer.

Event description:
It was reported that during mca (middle cerebral artery) aneurysm embolization case, placed a non-stryker microcatheter to the place and then delivered the stent (subject device). When the stent (subject device) reached 10cm from the tail of the microcatheter, resistance was encountered and the stent (subject device) could not be advanced anymore. The operator tried to withdraw the stent (subject device) but it deployed unexpectedly in the microcatheter. The operator replaced it with a new device and continued the procedure without any clinical consequences to the patient.

Manufacturer narrative:
Due to the automated mes (manufacturing execution system) system, there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided as per the communication log was the stent was in tail of the returned microcatheter. This was not confirmed during analysis, an non ¿ stryker catheter was returned and this catheter was flushed in an attempt to locate the deployed stent, however the stent was not present within the catheter, the sdw (stent delivery wire) and the stent introducer sheath were also not returned. It was also reported the device was prepared as per the dfu, that there was no damage noted to the packaging prior to opening and the device was confirmed to be in good condition during preparation/prior to use on the patient, and that continuous flush was set up and maintained during the procedure. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause and the device was not returned, an assignable cause of undeterminable will be assigned to this complaint.